Event description:
Elastomeric infusion pump infused in 45 minutes rather than the 60 minutes that it was suppose to run over. Patient had infusion reaction, including flushing, shortness of breath and fever, and was sent to the hospital. Benadryl was administered. Red man's syndrome suspected due to fast infusion rate.